Event description:
It was reported that the customer received a motor error alarm from her insulin pump during a bolus. Her blood glucose level at the time of the report was 208 mg/dl. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The insulin pump was able to complete the rewind sequence but later had another motor error alarm. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not confirmed due to erased history file caused by several displayable history crc check failed on startup alarms in the history file, alarm was due to a corrupted history file. Motion sensor test failure alarm was not verified due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).